Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient was hospitalized for peritonitis and an unrelated medical condition. The cause of the event, action taken with pd therapy and the patient¿s recovery status were not reported. Five day after admission, the patient was discharged from the hospital. No additional information is available.